Event description:
It was reported that cartridge alarms intermittently occurred during the load sequence with multiple cartridges. Additionally, it was reported that a cartridge alarm occurred during basal delivery. Customer's blood glucose level was 95 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.